Event description:
It was reported that during an unk procedure, the device did not fire properly. An additional device was used to complete the procedure. There was no pt consequence. It was reported during analysis, the device produced malformed clips.